Event description:
It was reported that the tip of one vitality driver broke off and a second vitality driver bent intra-operatively while attempting to turn the set screw of a transverse connector because the threads were tight (the cross connector remains in the patient). There were no patient impacts, but the procedure was delayed by 30 minutes. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2023-00025.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of ln mc4328701 was fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of one vitality driver broke off and a second vitality driver bent intra-operatively while attempting to turn the set screw of a transverse connector because the threads were tight (the cross connector remains in the patient). There were no patient impacts, but the procedure was delayed by 30 minutes. This is report two of two for this event.